Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to extrusion of the device. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 31, 2023.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics. This report is submitted on september 21, 2023.